Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset walkthrough, and after the reset, the error did not appear again. The caller successfully began their sensor session.